Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy : nickel allergy"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), rash ("rash/skin condition"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), headache ("headaches") and skin disorder ("rash/skin condition"). The patient was treated with surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal discharge had resolved and the allergy to metals, rash, alopecia, tooth disorder, migraine, nausea, headache and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event of "injury" was replaced with pelvic pain. New events added - abdominal pain, allergy, vaginal discharge,hair loss, dental probs., migraine, nausea ,headaches were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and vaginal delivery. Concurrent conditions included migraine headache, fatigue and depression. Concomitant products included levothyroxine since 2006. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced allergy to metals ("allergy : nickel allergy"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("cysts") and fatigue ("fatigue"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2015, the patient experienced eczema ("eczema"). On (B)(6)2016, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (hysterectomy(partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal discharge, eczema, alopecia, nausea, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and cyst had resolved, the allergy to metals outcome was unknown and the tooth disorder, migraine and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cyst, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: total bilateral occlusion. Imaging procedure - on (B)(6)2012: essure confirmation test (unspecified) showed bilateral occlusion. Pregnancy test - on (B)(6)2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, eczema, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2019: pfs & mr received. Event rash/skin condition was updated to eczema. New events : "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cysts and fatigue. Onset date of the event nickel allergy, dental problems, hair loss, migraine/headaches, vaginal discharge", lab data, concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.